Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was right hemicolectomy. The access port kit had damage to the valve due to inserting laparoscopy instrument. There was no issues and challenges due to the loss of insufflation. Loss of insufflation was resolved by replacing the instrument. There was no intra-operative and no post-operative complications.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional evaluation of the access port kit was conducted. The initial analysis was confirmed; however, the leakage was not confirmed. The returned access port and entry guide were all visually inspected and all components were present as expected and no damage was found. The returned entry guide was installed into the returned access port a was pressurized to 15mmhg. A 5.6mm obturator was inserted through the rotating seal, translated laterally and swept 360-degrees around the opening and no leaks were observed as 15mmhg was able to be maintained and insufflation did not exceed 2slpm. The reported event was not confirmed as failure analysis found no functional issues. The accessory was visually inspected and evaluated for its mechanical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The access port kit was inspected and found to have no visible physical damage. The access port kit could not be tested for leakage. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced difficulty when maintaining pneumoperitoneum due to a large air leakage from a camera¿s access port kit. The procedure was completing as planned with no reported injury.